Event description:
Medtronic received information via literature regarding long-term outcomes of aortic valve replacement with bovine versus porcine bioprosthetic valves. All data were collected from an observational, population-based, nationwide registry (swedheart) between 1995 and 2012. The study population included 12,845 patients. Bovine valves were implanted in 8,647 patients and porcine valves were implanted in 4 ,198 patients. Multiple manufacturer¿s devices were implanted in the study population. Among all patients implanted with porcine valves 16% were implanted with a medtronic mosaic bioprosthetic aortic valve (predominantly male, mean age 76 years). Unique device identifier numbers were not provided. Among all patients, adverse events included: hospitalization due to heart failure and aortic valve reoperation. Based on the available information a medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: persson m, glaser n, franco-cereceda a, nilsson j, holzmann mj, sartipy u. Porcine vs bovine bioprosthetic aortic valves: long-term clinical results. Ann thorac surg. 2021 feb;111(2):529-535. Doi: 10.1016/j.athoracsur.2020.05.126. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.